Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while. The customer's blood glucose was 195 mg/dl. Troubleshooting was not completed because the customer was unable to remove the infusion set at the time of the call. Explained that the alarm may have been caused by an issue related to the insertion site, possibly due to a bent cannula or occlusion. Advised customer to change the entire infusion set. The customer stated that he would monitor the insulin pump. Nothing further reported.